Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 394 mg/dl after being disconnected from the ilet because supplies were unavailable to complete a supply change at work, and the user later reconnected and ate a meal. The event involved improper or incorrect procedure and a missed dose, with no specific device component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.